Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm - leakage. On (B)(6) 2025, at 7:00 a.m., intravenous puncture was performed. After successful puncture, the needle cannula was withdrawn, and blood flowed out from the isolation plug. The cannula was pulled out and intravenous puncture was performed again without causing any adverse effects on the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4081481): 1) the products of this batch were assembled at intima ii auto line 4 in april 2024 and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4). 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications. 4) no unqualified deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 2. No defective sample and photo have been received for the complaint. 3. Retained sample of this batch was taken for septum leakage test to simulate 800mm clinical leakage performance. The test passed, and no leakage was found at septum. 4. Cause investigation: the plant launched CAPA to trace and investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process; all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant launched CAPA to trace and investigate the root cause. After the investigation, it was found that leakage was caused by a septum (component of product) abnormality. Relevant improvement measures have been taken: clearly defined the placement time of the septum after production to ensure it undergoes sufficient cross-linking reaction. The factory will continuously track and analyze such complaints.